Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in czech republic.

Event description:
It was reported that outside of surgery, the transplant is pushed into the central section. There was no patient involvement. Due diligence is in progress and there is no additional information available.